Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with a broken force sensor detected during seating or regular delivery. The customer's blood glucose level was unknown at the time of the incident. Customer stated insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump error 35 noted in device history and critical pump error alarm during testing due to moisture damage on the electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).